Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire loaded into an introducer needle was returned for evaluation. Visual and functional evaluations were performed on the returned device. The introducer needle appeared to be bent. The j-tip of the guidewire was protruding the introducer needle bevel as the guidewire appeared to be stuck within. No uncoiling was noted throughout the guidewire. An attempt to advance the j-tip guidewire into the introducer needle was performed and was unsuccessful. The guidewire felt stuck within the introducer needle. The guidewire did not advance within the introducer needle. Therefore, the investigation is unconfirmed for the reported guidewire fracture issues as no issue was observed from the return sample analysis. However, it is confirmed for the reported guidewire difficult to insert and identified introducer needle deformation issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using powerport clearvue isp implantable port, chronoflex single-lumen, 8f. During preparation of the procedure, the wire was allegedly found kinked or frayed, wouldn't move through needle freely. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using powerport clearvue isp implantable port, chronoflex single-lumen, 8f. During the preparation of procedure, the wire was allegedly found kinked or frayed, wouldn't move through needle freely. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.